Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, problem on transmission of image on tv screen. On video call, found image not coming out and only color bar is coming out. Color bar is coming out after disconnecting and connecting camera head. Connection to camera is loose. The issue was found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported. The subject device was used in combination with a camera head (the model and serial number not provided). The customer did not attributed the event to this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The results of evaluation determined that there was no image on the monitor, due to a faulty receptacle unit; the color bar issue was not found; and, the "connection to the camera is loose" was also not found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon "no picture" was presumed to have been due to the failure of the receptacle unit. However, the failure of the unit could not be further determined. The suggested phenomena of "display a color bar" and loose connection to the camera": it was not possible to determine whether the phenomena occurred due to the failure of the device. Olympus will continue to monitor field performance for this device.